Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event while using the ilet system, with blood glucose measured at 73 mg/dl and a low glucose alert received; the user had not eaten dinner and suspected device overcorrection, and the agent provided counseling on prompt carbohydrate intake. Symptoms included hypoglycemia. Outcomes included recovery of glucose to 96 mg/dl during the call with glucose at 80 mg/dl by the end of the call, with no medical intervention beyond oral fast-acting carbohydrates. Investigation included troubleshooting and education conducted during the call. Investigation of this case revealed no device malfunction was confirmed and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.